Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. A rewind, load and prime sequence were performed successfully with no issues. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. Pump is detecting the correct force at 5 lbs. Removed the pump cover; force sensor pins seated and the solder connections are intact. No evidence of contamination or cracked force sensor traces observed. Unrelated to the complaint, the keypad was observed to be lifted. All keys are responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.